Manufacturer narrative:
The insulin pump was received with no button response due to the lcd keypad connector unlocked. The insulin pump had severely scratched display window, cracked battery tube threads and cracked reservoir tube lip.

Event description:
The customer's parent called and reported a button on the insulin pump was not responding. The customer's blood glucose was 191 mg/dl. No significant events leading to the alarm were recalled. It was advised to discontinue use of the device and revert to a back-up plan. It was further advised that the device would be replaced and agreed upon that the product would be returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.